Manufacturer narrative:
D6b: 2020. Additional suspect medical device components involved in the event: product family: scs-extension. Upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 5169982 / 7061051.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.